Event description:
As reported by the user facility: it was reported the saline line when attached to port on bloodline to rinse patients blood back, has to be maneuvered so it doesn't pull air into system. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, a kink on the venous line near the luer was observed. The sample is not within specification; therefore, the defect is confirmed. A review of manufacturing records was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While a defect was confirmed, a root cause could not be determined. A search of the complaint database for this blood tubing set lot number shows one additional complaint of kinked tubing as of complaint closure, indicating this is an infrequent occurrence. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.